Manufacturer narrative:
(B)(4).(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The out of specification force sensing resistors (fsrs) were identified during functional testing. The cause of the condition was determined to be defective fsrs. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have out of specification force sensing resistors. No additional information is available.